Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer had physical damage to their insulin pump's screen. Customer stated their screen was bleeding, making it difficult to read. Customer also stated there was pixels missing on the screen. The customer's blood glucose was unknown. Customer could not recall how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.